Manufacturer narrative:
(B)(4). Subsequent to the initial MDR, the receiver (B)(4), that was being used with the transmitter during the reported event of intermittent antenna icon was returned on (B)(6) 2013. Evaluation of the returned device and review of data log confirmed the reported event.

Event description:
Consumer reported intermittent out of range. The consumer did not report any medical intervention or injuries.